Event description:
It was reported that during the atrial fibrillation ablation procedure a faradrive steerable sheath clear was selected for use. During device exchange through the faradrive steerable sheath clear, introducing the farawave catheter back into the faradrive steerable sheath clear, a foreign body (grey round plastic) appeared to be in the lumen of the faradrive steerable sheath clear and appeared entrapped. The faradrive steerable sheath clear was removed to avoid embolization and replaced with another faradrive steerable sheath clear. The procedure was completed successfully. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
D2a common device name -percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.